Event description:
It was reported there was telemetry failure and noise. Sudden power failure was also reported with the analyzer. The programmer, programmer rf (radio-frequency) head, and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).